Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/10/2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with difficulty waking up and shortness of breath associated with a loose cartridge cap. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient felt themselves going low and ate carbohydrates without testing their bg which resulted in the 300 mg/dl. The reporter stated that the patient¿s healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support, it was revealed that the pump emitted a loss of prime warning and the cartridge cap was not secure. The reporter also stated that the patient has hypothyroidism. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.